Event description:
It was reported the patient did not think their device was working right. It was not helping their symptoms. The patient could not control their urine or bowels and they could not make it to the bathroom in time. Therapy used to work, but got worse over a month prior to call. Increasing stimulation did not help. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's loss of therapeutic effect and stimulation sensation were due to the patient turning the device off. Stimulation was turned on. The issue was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nbf2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).